Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the explanted battery and leads were discarded. The cause of the broken leads were unknown, but they stated it was a clean break. The patient¿s weight at the time of the event was asked but was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins had been dead for 3 to 4 years and it was alleged it was overdischarged. The rep was inquiring if they would be able to get it functioning again. The reason the device was not charged was due to non-compliance. It was reviewed that multiple physician mode recharges (pmrs) may be needed to get the device out of overdischarge and the patient would have to recharge frequently afterwards. It was reviewed that it was up to the patient and healthcare provider (hcp) if they wanted to take the time to bring the ins out of overdischarge as opposed to just replacing it. The event date was asked but was unknown, the rep just provided the timeframe of the ins being dead for 3 to 4 years. Additional information received from a manufacturer representative (rep). It was reported that the patient was scheduled for the battery replacement on (B)(6) 2019 but when it was attempted it was noticed that the leads were broken so the doctor pulled everything out. No further complications were reported.